Event description:
According to the reporter, oesophago-gastro-duodenoscopy was performed prior the procedure. The capsule was performed trans-orally after removing the oesophago-gastro-duodenoscopy. It was re- inserted for visualization. Pressure was applied at 600mmhg for 1 min with no flickering on the meter. Capsule was fired after 1min and rotated the firing button on the catheter handle. The catheter was removed, and bleeding was occurred in capsule placement position under oesophago-gastro-duodenoscopy visualization. Bleeding was stopped after "hemostasis solution" was used. The esophagus appeared to be normal. The medela pump was used as a vacuum source. Lubrication was used to facilitate the placement of the capsule. The capsule was successfully attached to esophagus and successfully detach from the delivery device. There was no second attempt made. There was unknown reason of the bleeding. The patient called as the recorder discounted with the capsule (red light in recorder). The patient returned the recorder to the hospital endoscopy center after few hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Functionally, the ph capsule transmitted high values and gaps from the beginning of the study. There was noticed a progressive increase in ph reading above 8ph which continued to be appear repetitively throughout the end of the study. It was reported that the capsule failed to transmit to the recorder during the procedure. A potentially related device issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.